Manufacturer narrative:
(B)(4). Potential factors of physical resistance include, anatomical morphology, disease state, pre-dilatation, and placement technique, interaction with other product, size selection or accessory support. The vessel was heavily tortuous and the lesion was moderately calcified, and direct stented, which may have contributed to the physical resistance. The review of the finished product lot history record did not reveal any non-conforming material reports and a query of the complaint-handling database indicated that there has been no other complaint reported with this part/lot number combination. A conclusive cause for the for the reported physical resistance is undetermined; however, the reported pt effect of intimal dissection is a known adverse event associated with coronary stenting and not necessarily an indication of a product deficiency.

Event description:
Device issue: none. Adverse event: spiral dissection requiring medical intervention. Onset of adverse event: during the procedure. It was reported that the zeta stent was being used to treat a lesion in the proximal left anterior descending artery (lad) with a 90 to 95% stenosis. Repeated attempts were made to cross the highly tortuous proximal lad lesion. The zeta stent crossed the lesion where it was deployed; however, a spiral dissection occurred. Another zeta stent was used to cover the dissection. No additional event or pt info is available.